Event description:
Medical affairs rep was unable to get a hold of pt. Sent pt a letter. The following info was documented by the ccr. Pt had obtained a high bg reading of 119mg/dl, and took insulin. Pt then went driving and had symptoms which consisted of feeling sleepy, tired and passed out. Pt got into a car accident and claims pt almost died. Paramedics arrived on the scene and tested pt's bg on paramedics meter and obtained a 11mg/dl. Pt thinks pt was treated with glucogon in the ambulance and IV solution in the hosp. Pt has been cleaning the meter incorrectly and pt's ctrl sol has been opened for more than 3 months. Pt had received the surestep letter and wanted to know if it had anything to do with getting high readings. Unknown if pt bases insulin on bg readings. Ccr sent pt a new ctrl sol.